Event description:
It was reported that the patient was experiencing sound quality issues. Programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.